Manufacturer narrative:
Patient country: united states, patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was came off on my skin and it bleed on me on 09-may-2024. No further information available.